Event description:
It was reported by service report that the lift upright slide was not locking. Customer reported that there was pt involvement. However, no adverse consequences are reported.

Manufacturer narrative:
Left upright assembly.